Event description:
It was reported that the ilet user experienced hyperglycemia after consuming coffee with cream that was not announced, with a highest continuous glucose monitor (cgm) value of 306 mg/dl and a subsequent downward trend to 228 mg/dl. Symptoms included hyperglycemia. Outcomes included correction in progress with user education provided and no alarms reported. Investigation included a customer care assessment that reviewed cgm data, meal announcement practices, and infusion set details. Investigation of this case revealed user-related missed meal announcement as the precipitating factor, with no device alarm activity and no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related under-delivery due to missed carbohydrate announcement.